Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication) error was water invaded the scope connector while the user was handling the device, which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. This device was repaired in november 2022 in the past year. Upon inspection and testing, it was observed that the b30 scope communication error message was received for the device. This is attributed to electrical continuity error due to water invasion of the device. There is fluid invasion of the device from the connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, a b30 scope communication error message was received for the device. There is no patient involvement. The intended procedure was completed with another device without any delay.